Event description:
Reportable based on preliminary device analysis findings on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 75% stenosed target lesion was located in the calcified and severely tortuous right coronary artery. Pre-dilation was performed with an unspecified balloon. The 4.0x38mm promus element long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, preliminary device analysis revealed the stent was not on the delivery device and was damaged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent delivery system was returned without the stent attached. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location. The stent was severely stretched and damaged. The hypotube was broken where the hub should be located; the hub was not returned. No issues were noted with the profile of the tip section of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).